Event description:
It was reported that during a cryoablation procedure involving a polarx, polarsheath, and polarmap, ablation of the left pulmonary veins (pv) was performed without issues. When doing the maneuver to go towards the right pvs, it was difficult to insert the polarmap in the pvs. The physician tried moving the catheters back to the left side. That is when he realized he was not in the left atrium, but in the right side of the heart. Possibly the infundibulum or the pulmonary artery. The polarx balloon was removed from the heart. A guide was placed inside the polarsheath to assist in finding the way back to the trans-septal puncture. It was successful. The balloon was flushed before re-introducing it in the polarsheath. An ablation of the right inferior pv was performed. It was at this time, the st elevation occurred. After a few minutes of drug delivery by the anesthetic physician, there was no improvement. The patient's heart was checked using the trans-esophageal echo. There were bubbles in the right ventricle (rv) and epicardial effusion. The physician performed pericardial aspiration. The epicardial effusion was not decreasing. The sheath perforated the right ventricle. The patient experienced tamponade. Three veins were ablated before the patient's condition became so critical that ablation was stopped. The heart surgeon decided to perform open heart surgery to close the hole in the heart. The surgery was performed in the ep lab. They closed the hole and closed the sternum afterwards. The patient went into special care.

Manufacturer narrative:
The device is not expected to be returned for analysis. If the complaint device is received, and upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.